Event description:
Procedure type: lap assisted colon. According to the reporter: when the device was fired (all the way), it was unable to be removed. The surgeon used another gia6038s which was fired next to the stuck unit, the surgeon was then able to cut and remove the stuck unit and continue the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss 2 inches. The patient is doing fine.

Manufacturer narrative:
(B)(4).